Manufacturer narrative:
According to the information provided by the technician, the device was repaired by third party company. Printed circuit board was defective but it remains unknown which printed circuit board was replaced. The cause of the claimed issue has been determined as component failure. The issue was related to printed circuit board malfunction.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).